Manufacturer narrative:
Lot number provided, 1235324, is not a valid lot number. UDI: (B)(4) lot number unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that tip of drill bit broke off in the patient¿s bone during an initial open reduction internal fixation (orif) of the distal humerus with olecranon component on (B)(6) 2017. When plating the olecranon, on one of the final screws, the drill bit tip broke off. The surgeon decided not to try to retrieve the piece of the drill bit so as not to cause more injury; the screw remains embedded in patient bone. There was no surgical delay and procedure was completed successfully. The patient was reported as stable post operatively. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) drill bit. This is report 1 of 1 for com-(B)(4).